Manufacturer narrative:
After battery installation, both the down, and enter button were intermittent. After further review, there is corrosion underneath the dome switches of the down, and enter buttons. Unable to perform displacement, and self tests due to the keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The customer stated that, the insulin pump had stuck button alarm but then, buttons were not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.